Manufacturer narrative:
(B)(4).

Event description:
It was reported that "18g needle was spotted prior use that needle hub is cracked and introducer needle is also bent on shaft. Not used on a patient. It was noted prior to use." A new pack was used.

Event description:
It was reported that "18g needle was spotted prior use that needle hub is cracked and introducer needle is also bent on shaft. Not used on a patient. It was noted prior to use." A new pack was used.

Manufacturer narrative:
(B)(4). The actual device was not returned; however, the customer provided one photo for analysis. The photo shows a needle present in the cvc kit but a crack in the needle hub is not clearly visible given the resolution of the provided photo. The complaint of a cracked needle hub could not be confirmed by the photo. A complete visual inspection could not be performed as no sample was returned for analysis. A device history record review was performed, and no relevant findings were identified. The instructions for use (IFU) provided with this kit warns the user , "some disinfectants used at catheter insertion site contain solvents which can weaken the catheter material. Alcohol , acetone, and polyethylene glycol can weaken the structure of polyurethane materials. These agents may also weaken the adhesive bond between catheter stabilization device and skin. Do not use acetone on catheter surface. Do not use alcohol to soak catheter surface or allow alcohol to dwell in a catheter lumen to restore catheter patency or as an infection prevention measure. Do not use polyethylene glycol containing ointments at insertion site. Take care when infusing drugs with a high concentration of alcohol. Allow insertion site to dry completely prior to skin puncture and before applying dressing. Do not allow kit components to come into contact with alcohol." Without the device to evaluate, the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that "18g needle was spotted prior use that needle hub is cracked and introducer needle is also bent on shaft. Not used on a patient. It was noted prior to use." A new pack was used.

Manufacturer narrative:
(B)(4). The customer provided one photo for analysis. The photos show a crack on the needle hub. The customer returned one 18-gauge introducer needle was returned by the customer for inspection. No sign of use was observed on the needle. Visual analysis identified a crack in the needle hub. Subsequent microscopic examination confirmed the presence of the observed damage. A device history record review was performed, and no relevant findings were identified. The IFU provided with the kit informs the user, "some disinfectants used at catheter insertion site contain solvents which can weaken the catheter material. Alcohol, acetone, and polyethylene glycol can weaken the structure of polyurethane materials. These agents may also weaken the adhesive bond between catheter stabilization device and skin. Do not use acetone on catheter surface. Do not use alcohol to soak catheter surface or allow alcohol to dwell in a catheter lumen to restore catheter patency or as an infection prevention measure. Do not use polyethylene glycol containing ointments at insertion site. Take care when infusing drugs with a high concentration of alcohol. Allow insertion site to dry completely prior to skin puncture and before applying dressing. Do not allow kit components to come into contact with alcohol." The customer report of a cracked hub was confirmed through complaint investigation. Visual inspection revealed a crack on the needle hub. The failure mode identified is consistent with the failure mode investigated per a previously opened CAPA. Based on the CAPA investigation, the root cause of this complaint is design related. Teleflex has identified that this needle hub material is susceptible to cracking when placed under stress (i.e. Pressed onto a tapered luer fitting, sideloaded as the clinician attempts to locate a vessel, etc.) In the presence of liquid alcohol-based disinfectants. The CAPA was implemented using a new alcohol-resistant material to manufacture the needle hub. The needle hub from this complaint was confirmed to be made from the old needle hub material. Teleflex will continue to monitor and trend for reports of this nature.